Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2010. The patient experienced multiple perforations of the ivc by the struts of the filter. One of these perforating struts also perforated the aorta; another perforating strut has perforated the l3 vertebral body. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Non-healthcare professional. The reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: organ/vena cava perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog number and lot number are unknown. The alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right femoral artery due to pulmonary embolism (pe). Patient is alleging vena cava and organ perforation. The patient further alleges anxiety, depression, worry, fear, and physical limitations. Report from CT (computed tomography): "caval perforation: yes. Grade 4 perforation of the 3 o'clock strut into the aorta and the 6 o'clock strut into the l3 vertebral body. Grade 3 perforation of the 12 o'clock strut 0.89 cm and the 9 o'clock strut 0.53 cm. Tilt: approximately 5.8 degrees of coronal and similar sagittal tilt. Apex of filter does not touch wall of ivc. Migration: yes. Apex of filter at level of right renal vein confluence. Pertinent negatives: no ivc stenosis. No definite fractured or missing struts."

Manufacturer narrative:
Additional information: investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/aorta/vena cava perforation, migration, tilt, anxiety, depression, worry, fear, and physical limitations. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, depression, worry, fear, physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.